Event description:
The international distributor informed the manufacturer's rep via a faxed report of the following: when flushing the device prior to implant, an occlusion of the connector was noted. Additionally, it was stated that the connector was opened by sticking with a needle. No further details were provided at this time.